Manufacturer narrative:
The insulin pump powered up properly after battery installation. No white, foggy, or hazy display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected foggy, white display, or fault led noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer's blood glucose at the time of the incident was 90 mg/dl.. The customer stated that the screen on the insulin pump is not visible. Troubleshooting was provided for the white display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.